Manufacturer narrative:
No product has been returned for evaluation as it was returned to (B)(4). No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed. As per the reporter, the rods were removed due to the patient developing an infection.